Manufacturer narrative:
According to the received pictures and videos inside of the package are c-files and label is from pesso enlarger. Will be evaluated with pre hhe 7 / 2023. Vdw investigation results: the c-pilots instruments were manufactured on machine 3. Peeso instruments was manufactured on machine 5. Both instruments were packed on same day 17.01.2023. Operator of machine 5 has sent the printing information from peeso enlarger while needing new label to the machine 3 by mistake and therefore the package on machine 3 was wrong labeled. Final control staffs have also overlooked this failure. The staff will be informed to control better the packages. Nothing was changed in production process. Nothing unusual to report was found during DHR review. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
In this event it is reported that pesso enlarger was packaged into the wrong label shell. On the shell was pre-printed that the product is sterile. Our printing information during manufacturing was on the label correct and the product is not sterile. This contradicting information could result in customer irritation and injury. There was no report of injury to the patient and no report of medical/surgical intervention resulting from use of this product.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803.the device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.